Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (for two weeks, dosage, route, and frequency not reported) for peritonitis. The patient had recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.